Event description:
The patient developed an infection. The device worked 100%. Additional information has been requested.

Event description:
Additional information received reported that the infection was not related to the device.

Manufacturer narrative:
Implanted: 2000-(B)(6). (B)(4).